Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ventilator interface board was replaced to resolve the reported issue.

Event description:
The hospital reported an internal error causing a loss of mechanical ventilation. There was no report of patient involvement.